Event description:
We have received a product report involving a (B)(6) product and are sending you the information in accordance with 21 cfr 803.22. Below is a brief description of the information received: it was reported that they had 2 stimulators. They were both explanted because the first one would not shut off and the second one did not work. If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report mw5164961.